Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The philips service engineer (se) inspected the device. The se found that the gas delivery system (gds) assembly required replacement. The customer declined service/repair of the device.

Event description:
It was reported that the ventilator failed the air flow test. There was no patient involvement. The event date was not specified; estimate used.